Event description:
Complainant alleged that during a biomed testing, the device displayed a "do not use" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device has not been received, and this complaint is still under investigation.